Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation and complaint was verified as valid. The handpiece failed incoming testing, testing at only 30% amplitude due to a faulty transducer. The technician replaced the transducer and housing and completed the unit calibration and functional testing. All tests passed. The device history record showed no anomalies that could be associated with the complaint incident. There is no service history for the device under evaluation.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the c2602 excel 36khz straight handpiece was defective and not working. Additional information has been requested.